Event description:
It was reported that during a lobectomy procedure, the device knob and knife did not get back after firing. Completed by additional suture. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.